Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Sterile, unused proglide devices were returned. Testing was successfully performed on the devices with no malfunction noted. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, for two proglide devices, when the plunger was removed, the sutures came out with the device. A third proglide device had no bleed back from the marker lumen although the device had been pre-flushed prior to the procedure. The tavr procedure was completed and hemostasis was achieved with a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.